Event description:
A malfunction was reported by a customer in france involving a pump issue identified as 16-0x20e6. There was no reported information regarding the impact on the customer's blood glucose level. The customer's pump started and was recognized by a computer, but further access was not possible. A replacement pump was provided, and the malfunctioning device was scheduled for return by (B)(6) 2025.